Manufacturer narrative:
It was reported that communication failures occurred. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data log indicates that 2 communication failures occurred. The investigation concluded that the first one was due to a known design issue and the second communication failure was due to a shared memory issue between mario_rtx and the controller. (B)(4).

Event description:
Communication failure occurred while driving robot arm. Cst could not identify reason for failure, but the theory is that the resident was not stepping on the vigilance device properly. After telling resident to be more careful and more direct with the vigilance device, no more issues occurred.